Event description:
The physician achieved arteriotomy closure with the closer s device following a diagnostic procedure in 2002. It was reported the pt had presented to the emergency room with complaints of chest pain in 8/2002 and was admitted to the facility. The pt was discharged home 3 days later. At an unspecified date the pt had a f/u appointment at the physician's office where it was discovered there was no pulse in the right groin or flow to the right lower extremity. The pt was referred to a vascular surgeon for consult. It was reported in 9/2002, an interventional radiologist found the common femoral artery was completely occluded and attempted to open the common femoral but a wire could not be crossed. The superficial and profunda femoral arteries were reported to be "widely patent." The pt was scheduled for a fem-fem bypass surgery in 9/2002. Although requested, further info has not become available.